Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined. The account reported that the patient presented to the emergency department on (B)(6) 2019 with left naris bleeding which started the same day. The patient was evaluated by ent in the emergency department and nasal packing was done. The patient was then admitted for close monitoring of hemoglobin due to their significant drop in hemoglobin. For the next few days, the patient reported melanotic stools and was evaluated by gi. An upper gi endoscopy was performed, and results were negative. It was reported that the previous melena and the drop in hemoglobin was likely related to the patient¿s epistaxis. The bleed was stopped, and the patient was discharged on (B)(6) 2019. It was reported that if the bleeding resumed, the patient was instructed to use afrin and apply pressure for ten minutes. The patient remains ongoing on vad support. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with left naris bleeding which started the same day. Patient was evaluated by ent in the emergency department and nasal packing was done. The patient¿s hemoglobin dropped significantly from 12.2 to 10.1 the decision was made to admit him for close monitoring of hemoglobin. Next few days patient reported melanotic stools and was evaluated by gi with plan for an egd. There were no findings from the egd to explain the patient's drop in hemoglobin. Previous melena and drop in hemoglobin was likely related to patient's epistaxis. Nose bleed was evaluated by ent and nasal packing was performed. Bleed was stopped and patient was discharged. No additional information was reported.